Event description:
It was reported that a cartridge alarm occurred. During troubleshooting, it was discovered that the customer was overfilling the cartridge. However, despite loading a new cartridge, the cartridge alarm persisted. Eventually, the pump was reset resolving the issue, and customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.